Event description:
It was reported that the customer noticed the drive support cap pops out during priming process. The blood glucose reading was 8mmol/l. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A cracked reservoir tube lip, scratched display window, missing end cap sticker and cracked case was also noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.